Manufacturer narrative:
(B) (4): implanted device remains.

Event description:
On may 17 2010, a customer reported that the colleague volumetric infusion pump, type unknown, product code unk_prd_00182, sn unknown, had an issue. The customer reported that a nurse in a palliative care unit administered a "bolus" of morphine by using the piggy-back functionality on a colleague pump ("rate-volume-start" mode). Returning to the primary infusion mode, she accidently entered a rate of 47 ml/hour of morphine and the patient eventually died. The process step is during use on patient, and the patient died. Availability of the device for evaluation is unknown. Incident date: (B) (6)-2010. Baxter notification date: may-17-2010. Product surveillance notification date: may-17-2010.

Manufacturer narrative:
Per patient's surgeon, only the magnet was revised, there was no explant. Surgery to replace the magnet occurred (B)(6) 2010.(B)(6): magnet will not be evaluated.

Event description:
Per the audiologist, the patient experienced pain at the site of the implant due to the internal magnet being dislodged. Surgery is planned for replacement of the internal magnet but had not taken place at the time of this report january 28, 2010.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on unknown date, it is unknown whether there are plans to re-implant.